Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. No defect found. Most likely underlying root cause mlc-062 miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 345 and 207mg/dl.the customer¿s expected am fasting blood glucose test result is 150 mg/dl and expected pm fasting blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer fasting and produced test results of 223mg/dl and 219mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2021 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (date not set): (B)(6).